Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade micro-catheter with a fathom guidewire stuck in the device. The hub, shaft and tip were microscopically examined. The device was broken/damaged from 19cm to 32cm from the strain relief. The shaft was not completely separated the inner liner was still connected. The device was soaked in a 37c bath for a period of 36hrs to try and remove the guidewire; however, the guidewire still could not be removed from the device. The guidewire was not protruding out of the distal end. The guidewire was protruding out of the proximal end approximately 117cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage due to the failure was caused by handling of the device without patient contact during preparation. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05578. It was reported that catheter stuck on wire occurred. The target lesion was located in the gastroduodenal artery (gda). A non- bsc glide catheter was used to select the gda. Then, a 130/20/1tip renegade¿ and a fathom¿ -14 were feed into the glide catheter. However, the scrub had a trouble advancing the wire into the renegade¿. Then, the physician took the system and tried to advance the wire without success. When the physician attempted to remove the wire from the catheter, the wire would not come out of the catheter. After several tries to get the wire ¿unstuck¿ and some troubleshooting, the physician had to pull the catheter and wire out together, both fully intact, and the staff opened a new catheter and wire to successfully complete the procedure without further complication or patient harm. Patient¿s condition was stable throughout the procedure.